Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 34 mg/dl. Contact alleged the control iq software did not function as intended, and delivered more insulin than needed to address an increasing bg level. Upon review of pump data, tandem technical support (cts) determined that the pump was functioning as intended; therefore cause of the low bg was unknown. Recommendation was made to discuss diabetes management with a health care professional. Multiple attempts were made by cts to reach out to the contact regarding the low bg; however the contact declined to provide additional information.